Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after the ilet adapted to provide higher meal insulin due to repeated ¿less¿ meal announcements, and support assisted with a factory reset, re-setup to bionic mode with prior therapy settings, and education on proper meal spacing and announcing; the user was using a g7 cgm and the device alerted to the low. Symptoms included weakness associated with a documented glucose of 46 mg/dl. Outcomes included self-treatment with oral carbohydrates (juice and a granola bar) without outside assistance or medical intervention. Investigation included technical troubleshooting, verification of safe bg prior to reset, re-pairing of devices, and user education on meal announcement practices. Investigation of this case revealed an over-delivery relative to user needs during meals due to maladaptation from announcement behavior, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-controlled inputs and system adaptation behavior, mitigated by factory reset and education.